Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary finding of conductor wire broken to be related to the customer reported complaint. The instrument was found to have a broken conductor wire inside the housing located by the pulley bank. As result, the instrument will fail to deliver energy. The root cause of this failure is attributed to manufacturing. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the long bipolar grasper (part# 470400-10 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the long bipolar grasper was last used during a surgical procedure on (B)(6) 2021 via system serial# (B)(4). The instrument was then installed on the system to be tested on (B)(6) 2021. There were 7 uses remaining after the last usage. This complaint is being reported based on the following conclusion: failure analysis identified that the instrument had a broken conductor wire inside the housing. Conductor wire damage has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar forceps would not energize. The site replaced the instrument to resolve the issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.